Manufacturer narrative:
Based on the claim against the product by the customer noting, the shaft bent and broke. An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported, that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure. The fenestrated bipolar forceps shaft bent and broke while manipulating tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter. The reporter confirmed, that the black shaft of the instrument arm bent and broke. The instrument was inspected prior to use and no issues were identified. The surgeon was bringing the specimen to the assist port, and they were struggling to get the specimen to the assist port and getting the specimen out (odd angle). When the specimen was retrieved and they began to pull the instrument out, it would not come out. The surgeon scrubbed into sterile field and pulled the entire instrument arm and trocar out. That was when they identified that the shaft was bent. They did not see the actual occurrence of the bending/breaking, while in the sterile field on the camera view. They were unaware of any collisions during the procedure. No fragment fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken with no missing material. The instrument was found to have dried residue on the clamping pulleys.

Event description:
Refer to h10/h11 for follow-up information.